Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous mr 2.5 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first two distal struts damaged; the struts were lifted and pulled in a distal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along full length of the catheter. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jul-2016. Same case as MDR ID# 2134265-2016-05633. It was reported that crossing difficulties were encountered. Vascular access obtained via the femoral artery. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was completely removed from the patient's body and pre-dilatation was completed with a different device. A 2.50 x 28 synergy drug-eluting stent was then advanced but failed to cross the lesion. Subsequently, a 2.50 x 20 synergy drug-eluting stent was advanced but also failed to cross the lesion. The procedure was completed with two shorter bsc stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.